Manufacturer narrative:
Results: the power inlet of the penumbra system aspiration pump max 220v (pump max) was loose within its housing. Conclusions: evaluation of the returned device confirmed that when powered on, the pump max produced no vacuum. During testing, the pump was plugged in, powered on and only made a humming sound like a fan was running but produced no vacuum. The root cause of this complaint could not be determined. Penumbra pumps are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220v (pump max). During the procedure, the pump max was powered on but did not produce any vacuum. The procedure was successfully completed using a stent retriever and a syringe. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Further evaluation from penumbra supplier quality engineers revealed corrosion on the outlet side of the vacuum pump. The root cause of the inoperability of the vacuum pump can be attributed to the corrosion on the outlet side of the vacuum pump which caused the piston to seize up.